Manufacturer narrative:
The gs 777 wall transformer is intended to provide power to welch allyn 3.5v instruments. The device powers two instrument handles, onto which welch allyn 3.5v diagnostic instrument heads can be attached. These diagnostic instrument heads include the welch allyn otoscope, opthalmoscope and episcope. The wall transformer can be used alone, or as part of the gs 777 integrated wall system (iws), which incorporates other welch allyn devices, such as the suretemp thermometer, spot vital signs monitor and the probp 3400 and the aneroid blood pressure gauge. Baxter technical support provided the customer the part number of the cord that needs to be replaced to resolve the issue. The account will repair the device themselves. Although there was no reported injury with this event, if the report of frayed cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported frayed cord with exposed wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).